Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during l 3bkp and l23/3/olif and posterior fixation procedure in a patient diagnosed with compression fracture due to primary osteoporosis. It was reported that when the device was removed after injecting cement into the l2 screw, the tip remained in the surgical field. It was retrieved with pliers, though some cement had leaked near the head. The subsequent procedure proceeded without issues, and the operation was completed. One of the fns tips could not be removed smoothly, so it was decided to pull it with a pliers to remove it. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G4: please note that this device (c01a-j) is not marketed in the united states; however, it is same as the united states marketed device with catalog# c01a, 510k# k041584 and UDI# (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.